Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As it was reported the patient was being transferred from shower when the fall occurred resulting in a bone fracture and dislocation of component. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. The device evaluation found that zimmer biomet product did not cause or contribute to the event, rather an external trauma. Therefore, the event was reassessed as not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 163661 item name 28mm dia cocr mod hd -3mm nk lot # j7241753. 110024464 item name g7 dual mobility liner 44mm f lot # 66457600. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 4 days post implantation due to dislocation. The patient slipped and fell very hard causing a posterior column fracture and the acetabular dislocation. There is no additional information available at the time of this report.